Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The alarm was not resolved during troubleshooting. The customer's blood glucose level was 140 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The insulin pump was monitored and tested with no off no power alert or unexpected battery power loss noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.